Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the flow rate on the rotaflow console was unstable and fluctuating at a fixed rotation speed, most probable to a defect in the lemo connector. The incident occurred during use and the device was replaced with another one without consequences for the patient. No harm to any person has been reported. Based on the information that the device was replaced during use, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the flow rate on the rotaflow console was unstable and fluctuating at a fixed rotation speed, most probable to a defect in the lemo connector. The incident occurred during use and the device was replaced with another one without consequences for the patient. No harm to any person has been reported. Based on the information that the device was replaced during use, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. The affected rotaflow console with s/n (B)(6) was invetigated by a getinge field service technician and the reported failure could be confirmed. The lemo rfd master connector (article number (B)(4)) needs to be replaced. A repair quotation has been provided to the customer and is awaiting approval. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Based on the given information the reported failure could be confirmed. The review of the non-conformities has been performed on (B)(6) 2026 for the period of (B)(6) 2017 to (B)(6) 2026. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2017-08-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).